Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was noticed at the facility that there was no use of gloves or swabbing technique used when the secondary line was connected to the y-site. The cause was "human - end user" error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified secondary set was connected to the upper y-site of the access primary set without using gloves or swabbing the y-site. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.